Event description:
Tonsillectomy-using electrosurgery. Right tonsil dissection completed. Just after completion of the left tonsil dissection, a yellow flame (10-12cm) and black smoke, with a roaring noise, erupted from the patients mouth for 2-3 seconds. Water was poured into the patients mouth to extinguish the fire. The tip of the electrosurgical pencil was on fire. The endotracheal tube was damaged and a new one was placed. The patients tongue, palate and epiglottis were burned.